Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up revealed that the patient's scs system was explanted to address the issue,

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was deemed inoperable, due to not charging as recommended. As a result, the patient may undergo surgical intervention at a later date.